Manufacturer narrative:
T:slim user guide indicates, the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog. T:slim user guide states that a temp rate alert occurs when "you started to set up a temp rate but did not complete the request within 90 seconds." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 254 (mg/dl). Customer changed supplies and delivered correction boluses to treat bg levels. Reportedly, cartridge uses humalog and novolog and is changed every 3-4 days and an incomplete temp rate alert was noted in pump history. During troubleshooting with tandem technical support, customer was reminded that humalog is indicated for use up to 48 hours and novolog is indicated for use up to 72 hours. Customer was also reminded that a temp rate alert will occur if temp rate setup is initiated but not completed. Customer acknowledged.